Manufacturer narrative:
No product will be returned per customer. No investigation was performed.patient demographics requested however not provided.

Event description:
During a site visit by a bd representatives, the or staff reported difficulty with flow issues when infusing propofol. Although requested, no additional information about the patient, medication, or event provided.